Event description:
It was reported that the strike plate became detached from the handle under the rubber cover. There was no known consequences or patient impact. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified signs of use as we as wear and tear. The strike plate of the device has dents and scratches from use. The strike plate is also able to be slightly rotated and pulled on with movement noted but the weld is not visible due to the overmolded handle. The strike plate is not able to be removed when rotating or pulling but all movement indicates a failed strike plate weld on the device. The curved inserter shaft has scratches and knicks as well. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.